Manufacturer narrative:
G4:19may2021. G5:510k: k102985. B4:16jun2021. The service engineer (se) inspected the device and found it failed touchscreen calibration. The se replaced the touchscreen, and the unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
Upon further investigation, the reported issue occurred during testing. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported that the ventilator had a screen fault. Additional information about the event has been requested. There was no patient involvement.